Event description:
Lead was capped and replaced due to low shock impedance (consistently between 70-150 ohms). No adverse patient effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.